Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Device received with cracked lcd window, partial broken reservoir tube lip, cracked case display window corner and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 520 mg/dl at the time of the incident. The insulin pump had crack on the right corner of the liquid crystal display screen it was working fine. When the customer woke with high blood glucose value she bloused and increased her basal rates and the value came down to 420 mg/dl, so she bloused again and decided to change her set and while filling the tubing with new set the insulin pump pushed all the insulin out and alarmed compromised force sensor system error and now the insulin pump was not working. The device will be returned for analysis.